Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. It was noted that the customer was in iran at the time of event; adc does not have product on market in iran. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an "incompatible sensor" message (event code 57) with the adc device. The customer developed symptoms of sweating and dizziness, and had contact with a healthcare provider. The customer was treated with unspecified IV for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported an "incompatible sensor" message (event code 57) with the adc device. The customer developed symptoms of sweating and dizziness, and had contact with a healthcare provider. The customer was treated with unspecified IV for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing was performed and all results were within specification. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. Extended investigation has been performed for the and reported complaint and there was no indication that the product did not meet specification. Dhrs(device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.